Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided. Attempts were made to obtain additional information; however, none was available. We have not been provided with any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient underwent bilateral knee prosthesis (sepsis of left knee) in 2012. Subsequently, the patient was recently admitted to the hospital on (B)(6) 2020for frequent falls due to disabling (dislocation) of his left knee prosthesis, tc and wound to 5th left toe. Emergencies : warm knee with suspicion of effusion, violent pain on passive mobilization. T°37.8°c. Patient in severe sepsis. Left knee prosthesis rhk/oss biomet. This complaint reports the dislocation of the left knee prosthesis.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(4). The outcome of the event is currently unknown. We await to hear whether the product is available for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was recently admitted to hospital on (B)(6) 2020 for frequent falls due to disabling (dislocation) of his left knee prosthesis, tc and wound to 5th left toe.